Event description:
It was reported that the tip of the ureteral catherer broke off and remained inside the upper pole of the left renal pelvis. The patient was initially diagnosed as having a small stone in the ureter. When the doctor attempted to place a guidewire, he encountered difficulty. An 8 french ureteral catheter was then introduced as a sheath to stabilize the guidewire and facilitate passage. This was successful and a retrograde plyogram was performed. Upon removal of the ureteral catheter, the doctor noted the tip of the catheter was missing. The doctor dilated the ureter using a balloon dilation catheter and flushed out the stone. Under fluoroscopy, he was able to visualize the tip of the catheter floating in the upper pole of the left renal pelvis. The tip will be removed at another facility as treating physician did not believe he could reach the tip using the equipment he had available. The patient was released and no further complications have been reported.